Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp was placed on a patient to support until planned surgical mitral valve repair/replacement. During support, it was noted that the impella was on auto and set at p6 due to suction events. Additionally, they were unable to flow greater than p4 without suction, receiving one of two units of packed red blood cells. Weaning was successful and the device was explanted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: the data logs from the case do not show any motor current spikes or positioning related issues. Flows were within the appropriate range for matching p-level. There were suction alarms through support. Clinical mention they were unable to flow greater than p4 without suction. There were discussions on patient volume after which volume was provided. The logs show p-level was increased beyond p4 after volume was given. The root cause of the low pump flow was most likely patient condition related as evidenced by no motor current spikes or positioning abnormalities in the data logs and clinical information on patient volume status and flow increase after volume administration.